Event description:
I am a 70-year old who takes metformin for prediabetes. My doctor prescribed a freestyle libre continuous glucose monitor so that I can learn what foods drive my blood sugar concentrations and avoid highs and lows. Since I started using freestyle libre 3 about 6 months ago, about half have fallen way short of their design lifetime. Some, like two new sensors that I applied today, failed within the first hour of use. The manufacturer must know that these devices have a high failure rate, but that information is not featured in their advertising. This is a deceptive practice.